Event description:
The sales rep was contacted by the patient via e-mail. The patient reported that approximately 4 months after receiving stryker ceramic on ceramic hip, he noticed a popping sound in his hip. His surgeon felt the sound was from tendons moving over the implant. X-rays revealed no problems with implant. The patient indicates that he was instructed to continue physical therapy. He later sought a second opinion, which concurred with his surgeon's findings. The patient is now experiencing a squeak when he walks.

Manufacturer narrative:
Device remains implanted, and is not available for evaluation.